Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance, stent dislodgement, difficult to remove, foreign body in patient and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the heavily tortuous, heavily calcified, right coronary artery. The 3.5x12 mm xience sierra stent delivery system (sds) was advanced in the patient anatomy; however the sds failed to cross the target lesion due to resistance felt with a previously implanted stent. Resistance was felt with the previously implanted stent during removal, and the sierra stent dislodged in the implanted stent. An unspecified balloon was used to deploy the sierra stent inside the implanted stent. The lesion was treated with a 4.0mm balloon. The patient is stable. There was clinically significant delay during the procedure. No additional information was provided.